Event description:
Implant fracture of a dental implant that was phased out more than 5 years ago. There will be no new implantation but a bridge construction implemented. Crown was constructed with overload and bone reduction caused by patient related periimplantitis was documented.